Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, non-sustained right ventricular oversensing (nsrvo) episodes were noted on the ventricular channel of the device. The episodes occurred due to post paced t wave oversensing as per the stored electrograms. Programming changes were made. The patient was stable.